Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse performed a daily cleaning protocol (dcp) and replaced the reagent compartment due to a loose rocker, the re-suspend port, the reagent probe and sensor and the aspirate probe 2. The customer's quality control results were within range when re-poured and repeated and within range when a new reagent pack was used prior to the fse visit.. It is unlikely that the parts replaced by the fse was a contributing cause. No conclusion can be drawn. The instruction for use under the summary and explanation of the test section states the following: "always analyze tni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of myocardial infarction (mi). In accord with published recommendations, serial testing of tni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single tni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with tni results in aiding the diagnosis of mi." The instruction for use under the quality control section states the following: "if the quality control results do not fall within the expected values or within the laboratory's established values, do not report results."

Event description:
False positive advia centaur cp troponin ultra results were obtained by the customer on two patient samples. The customer had observed that the reagent pack volume was very low and that the low quality control result was out of range. The customer performed repeated testing with a new troponin reagent pack and the results were negative for both patients. The initially positive patient resutls were not reported to the physician there was no known report of patient treatment being altered or adverse health consequences due to the discordant positive advia centaur cp troponin ultra results.